Event description:
Customer reported catheter ws defective and the device was explanted in 2003 (exact unknown). Request for additional information concerning the difficulty found the customer was unable to remember the reason for explanting the device.